Event description:
A hospital in (B)(6) reported that after two days of use the velcro was no longer sticking on an opt314 junior interface. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Spare wigglepads are sold as an accessory for the optiflow junior cannula. Method: the complaint (B)(4) cannula was returned to fisher & paykel healthcare (B)(4) and was visually inspected. Results: visual inspection revealed that the right loop pad (wigglepad) had detached from the cannula. The loop pad has an adhesive backing when it is fitted to the cannula. There was glue residue present on the cannula and a small amount of glue residue present on the loop pad material. A lot check revealed no other complaints of this nature for the lot number provided. Conclusion: the loop pad appeared to have come loose due to the failure of the adhesive backing to adhere to the loop pad. Loop pads are bonded to the infant optiflow cannula using specialised primer and cyanoacrylate glue, in addition to the adhesive on the loop pad's backing. The bond strength of the loop pads to the cannula exceeds the bond strength of the loop pads to the hook on the wigglepads. The user instructions that accompany the opt314 state the following: - ensure skin is dry/prepared. - check cannula remains secure on the face. Replace wigglepads if required.